Event description:
A device report from (B)(6) indicated the (B)(6) reported: the surgeon performed a revision due to non union of the ulna. A different surgeon implanted 6 locking screws on the radius during the initial operation of the radius and the ulna on an unknown date. During the procedure, surgeon had difficulty removing one screw in the ulna plate as well as 5 screws from the radius plate during the revision surgery. Subsequently, the surgeon removed the ulna plate and screws. It was unknown if the radius plate and screws were removed. Surgeon noted the ulna was not solid and it was necessary to put a new plate in, this time non-locking. Common sense told the surgeon to stop the operation before making or creating iterative fracture. This is 10 of 12 reports for this event.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.